Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 4.5-8.0cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The lead was explanted. The patient was asymptomatic during the procedure and was fine post procedure.